Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/29/2016. The fse stated the blood sampling valve (bsv) was bent and the associated bsv actuator and activation switch were also damaged. The fse replaced the bsv assembly, resolving the issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an unknown amount of contained fluid leaked from the probe in a coulter hmx hematology analyzer with autoloader during normal instrument operation. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.